Event description:
It was initially reported that the air dermatome handpiece was skipping while taking a graft. Add'l clinical info determined that the issue occurred during surgery during a tissue graft harvest. There was pt involvement with the report and the graft harvest site had uneven harvesting. There was damage to the initial graft reported and there was a minimal amount of tissue that was deemed usable. The remaining tissue was shredded beyond the point it could be used. The usable portion of the initial graft was harvested to complete the surgery using an alternate device. There was a delay or around 15-20 minutes while the alternate device was retrieved.

Manufacturer narrative:
May 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was manufactured on 12/08/2011 and was previously repaired 09/18/2013 for a non-related issue. Investigation revealed the head, width plate and control bar were slightly nicked and the device sounded rough during operation. Prior to repair, the master blade was flush with the control bar and the device operated within motor speed specs. Prior to repair, the device was outside calibration and side to side specs at the zero thickness setting. Repair of the device included replacement of the head, control bar, four width plates, and standard repair, parts. Post repair analysis revealed corrosion to the swivel. The reported event was not reproduced during testing and a cause cannot be determined. There is no info regarding the technique or methods utilized by the user during the reported event; however, incorrect user technique could have caused the device to skip. Special care should be taken to prevent the accumulation of moisture within the device that can lead to corrosion. The device was repaired and returned during testing.